Event description:
A malfunction was reported on the pump by the customer during a training session. There was no adverse impact to the customer¿s blood glucose level, as the device had not been used. Technical support arranged for a replacement pump to be sent to the customer, advised them to use multiple daily injections (mdi) as a backup therapy, and provided instructions on returning the malfunctioning pump to tandem.